Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged no power issue was verified in the black box and duplicated in the evaluation. Review of black box data found power interruption with pump reboot on the complaint date. A battery compartment crack was observed above the grip pad. Threads on the battery cap were stripped and it did not fasten properly onto the pump. The battery cap contact measurements were within specifications. The pump failed to power on with the returned battery cap. Using a test battery cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no evidence of moisture intrusion or damages was found on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.